Event description:
It was reported on (B)(6) 2026, that patient faced infusion set cannula got bent, it cause high blood glucose level to 416 mg/dl which was treated with manual injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. FDA registration number: reporting site: 8021545, manufacturing site: 8021545. Name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Zip four: 1219, u.s.